Event description:
During a coronary drug eluting stenting treatment procedure, balloon withdrawal difficulty and a dissection occurred. The physician placed a taxus express2 2.5x20mm drug eluting stent in the noncalcified, nontortuous, mid left anterior descending (lad) artery. The balloon was inflated to 12 atm's. When attempting to remove the balloon catheter, the balloon stuck to the stent and was not able to be removed with normal retrieval measures. The physician reinflated, deflated, then turned the catheter counterclockwise. When the balloon finally released from the stent, the catheter caused a dissection in the proximal lad. At this point the physician direct stented a 3.0x8mm taxus express2 in the dissected area of the vessel. No pt injuries or complications occurred.

Manufacturer narrative:
The device has not been returned for analysis as of the date of this report.